Event description:
Complaint coordinator reported an incident in which the tubing separated from the male adapter of the extension set during pt use. The male adaptor remained attached to an IV catheter placed in the internal jugular vein. When the pt's position was changed from lying to sitting they became unconscious. A CT scan revealed air emboli in the brain vasculature and in the internal cartoid artery.